Event description:
It was reported that prior to the unk procedure the device stopped working after 5 minutes of use. The device was re-tightened and still not work. Another device was used to complete the case with no pt consequence.